Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. Customer's blood glucose level was 502 mg/dl. The customer administered a manual injection to address bg. Reportedly; the customer reverted to an alternate method of insulin therapy.